Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012 the pt's infusion device displayed e5 "end of use time" w/o first displaying a5" end of use time alert". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's complaint. The pump passed all functional tests and works as intended. Two a5 (end of use time) alert during use were found in the history list and had been confirmed by the customer. The pump has no malfunction and did operate as intended. The problem mentioned by the customer could not be reproduced.